Manufacturer narrative:
(B)(4). The device was evaluated on 1/10/2018. Upon evaluation, the complaint was confirmed. It was identified that one locking plate was broken but retained within the assembly. This device malfunction was found during maintenance. There was no reported patient involvement.

Event description:
On (B)(6) 2017, it was reported that the locking plate of the hercules 3 universal stabilizer arm was found broken. Per the customer, the device was found broken upon maintenance process and identified during set-up. There was no reported patient involvement.